Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.2, lab: 2.2. Less than an hour between meter test and lab draw. Pt has been testing with the inratio meter for about two months. The three previous tests that were done all had an inr result of 1.8 inr. No signs of bruising or bleeding.